Event description:
A male pt contacted lifecor customer support to report that his system would not power up. Since the patient could not download, support could not determine what the problem was, and being that it was a holiday decided to send a patient services rep (psr). Psr reported to patient that she would leave her home at 11:00 am, and the pt's wife called at 11:15 to complain that the psr wasn't there yet. Psr could not be reached, as she was in transit to the patient. When psr was within 10 minutes of patient's home, she called patient and was verbally abused by pt's wife and pt. Support spoke to pt and pt's wife right after, and it was then that they said that they would kill the psr if showed up on their porch. Support then made the decision to cancel the psr and sent the pt replacement equipment.

Manufacturer narrative:
Device eval summary: device eval of monitor has been completed. The cause of the monitor not powering up was faulty resistor, r45, in the charge circuit for the hv capacitors on the defibrillator pca within the monitor. R45's burnt up. This resistor is 2.2 ohm 1/4 watt metal electrode face bonded (melf) surface mount resistor in a device package. R45 exists in the circuit that connects the hv_cap_neg with out_gnd when the charge relay is energized. The voltage that was supposed to be dissipated by this resistor was then delivered to other parts of the monitor. The relay contacts were latched together. There were multiple parts burnt on the defibrillator board. The root cause of the defective r45 cannot be positively identified but was likely a random component failure. This is an unusual event. No adverse event resulted from the r45 failure. The pt received a replacement monitor.